Event description:
When pt's surgery completed and drapes taken down. The pt's right forearm was noted to be edematous discolored and blistered. The setting was on manual and was not being used at the time, the cuff was also disconnected approx. 10 min before the drapes came off and the cuff did not deflate. There were ivs present in the right forearm/hand , an arterial line which was not functioning well. The pt required a fasciotomy and a vac dressing was applied. (B)(4).